Manufacturer narrative:
(B)(4):according to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.(B)(4).

Event description:
It was reported to boston scientific corporation that an extractor pro rx balloon was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in the common bile duct (cbd) on (B)(6), 2016. According to the complainant, during the procedure, as the balloon was sweeping the duct, the catheter broke in half on the biopsy port. The detached piece was sticking out of the biopsy port, so the catheter was able to be pulled out of the endoscope by hand. The procedure was completed with another extractor pro rx. There were no patient complications reported as a result of this event. The patient's condition after the procedure was reported to be fine.